Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer¿s blood glucose level was 5.9 mmol/l. Customer did not receive low low battery alert prior to the replace battery alert or replace battery now alarm. Customer also stated that the battery cap was not loose, cracked or damaged and this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and they may continue to wear pump until replacement arrives. The device will not be returned for analysis.